Event description:
It was reported that the valve malfunctioned during testing prior to the operation.

Manufacturer narrative:
(B) (4). The valve was patent and passed leakage as well as siphon testing. However, the valve failed reflux testing, which precluded measuring of pressure flow characteristics and preimplantation testing. A dissection of the valve identified that reflux may be due to physical damage. It is unk how or when this damage occurred. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.